Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device was returned in the open position with the blade partially extended in the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the customer's experience. After disassembly of the device, engineering noted an internal component was broken. The root cause of the event is the broken internal component. Applied medical has implemented process changes and will monitor its vigilance systems for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
"Tlh w/bso"- "knife blade stopped working after approximately 34 activations while working down the broad ligament towards the ip. Surgeon tried cleaning jaws with 4x4 and saline to no avail." Patient status: no patient injury.